Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, during an internal fixation, the threaded part of a meta-tan lag screwdriver broke off inside the lag screw. According to the report, the broken threaded part of the meta-tan lag screwdriver, was retained inside of the lag screw, both were removed from inside of the patient by the surgeon. The patient's x-rays requested were not available. Based on the information provided, the surgery was completed with a smith and nephew back up device, without any surgical delay. Since it was reported the patient was not harmed as consequence of this issue, no further clinical/medical assessment is warranted at this time a complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the lag driver retaining rod end is broken off. The broken piece was not returned with the device. The lag screw driver was returned. The device exhibits signs of significant wear and use. A medical investigation was conducted and confirms per the complaint details, during an internal fixation, the threaded part of a meta-tan lag screwdriver broke off inside the lag screw. According to the report, the broken threaded part of the meta-tan lag screwdriver, was retained inside of the lag screw, both were removed from inside of the patient by the surgeon. The patient's x-rays requested were not available. Based on the information provided, the surgery was completed with a smith and nephew back up device, without any surgical delay. Since it was reported the patient was not harmed as consequence of this issue, no further clinical/medical assessment is warranted at this time a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a internal fixation the threaded part of a meta-tan lag screw driver broke off inside the lag screw, this happened during tightening of the retaining rod. Surgery was finished with a smith and nephew back up device, without any surgical delay. Patient was not harmed as consequence of this problem.